Manufacturer narrative:
One unpackaged ar-1588rtt tightrope® batch 15466639 was received for investigation. Visual evaluation noted: white suture strands were torn. Blue suture strands were frayed and torn. Functional testing could not be performed due to the extent of the damage. The most likely cause for the reported failure can be attributed to user-related factors such as: contact with surgical instruments, excessive tension during the tightening process. The complaint allegation is confirmed. Refer to the investigation photos.

Event description:
It was reported that during the anterior cruciate ligament surgery of the right knee, the suture was torn out of the graft during femoral tightening. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.